Event description:
After insertion into pt, a system malfunction warning occurred, stating "program 1" iabp was exchanged for a different iabp. There was no audible alarm sounding when pump was changed out. When pump arrived in clinical engineering, the pump had error 054 (atmospheric offset is out of calibration). When checked, the transducers were out of calibration. The transducers were calibrated and a complete preventive maintenance was done on the unit.